Event description:
Doctor was working on a knee arthroscopy, and an instrument he was using was noted to be broken after removing it from the patient's knee. Doctor was concerned it could have left a broken piece of the instrument inside the patient's knee. X-ray was done and confirmed there was no metal/ broken piece of the instrument in the patient's knee. Doctor examined the broken instrument at the end of the case and did not think there were any pieces of instrument that broke off inside the patient.